Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Original implantation circa 2021. Patient attended routine follow up and x-ray revealed constrained liner defect. Patient was then scheduled for revision surgery, where constrained liner was removed and stryker mdm implanted into the existing cup.

Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the two x-rays demonstrate a constrained liner with a broken locking ring a tha with a constrained liner with a broken locking ring is confirmed. No documentation regarding revision surgery was provided. The root cause of the defective constrained liner cannot be determined from the limited documentation provided. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the two x-rays demonstrate a constrained liner with a broken locking ring a tha with a constrained liner with a broken locking ring is confirmed. No documentation regarding revision surgery was provided. The root cause of the defective constrained liner cannot be determined from the limited documentation provided. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Original implantation circa 2021. Patient attended routine follow up and x-ray revealed constrained liner defect. Patient was then scheduled for revision surgery, where constrained liner was removed and stryker mdm implanted into the existing cup.